Event description:
The disposable loading unit was used with another disposable stapler during a bowel resection procedure. The staples were not present. The surgeon manually sutured to complete the procedure,